Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the customer dropped the pump and the touch screen became shattered and no longer functional. There was no adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.